Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.